Event description:
The customer reported the device displayed an error code "1209" low o2 supply pressure alarm message right before the unit was used for a patient. The unit was not in clinical use; there was no patient harm resulting from this issue. The unit was run in a hospital's medical engineer (me) room, but the reproducibility could not be confirmed. The authorized service representative (asp) checked if the o2 supply pressure is correctly displayed and confirmed no abnormality.